Event description:
Additional information was available, upon receipt of the device. Patient information: age: 52 years. Weight: 70 kg. Hight: 168 cm. Explantation: (B)(6) 2020. Related MDR number 3004721439-2020-00148, because same patient.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was a problem with a progav 2.0 shunt system. In (B)(6) 2019, the patient was implanted with fx431-tand fv251t. In (B)(6) 2020, the patient was admitted to the hospital for reexamination. It was found that there was no fluid outflow from the abdominal end, so it was difficult to press the fluid reservoir. Patient information: age: unknown. Weight: unknown. Hight: unknown. Gender: unknown. Implantation: (B)(6) 2019 related MDR number 3004721439-2020-00148, because same patient.